Event description:
Customer reported the system is arcing during an exam. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and regreased the high voltage connectors (candlesticks, probes), system operates as intended.